Manufacturer narrative:
Physio-control evaluated the customers device and duplicated the reported issue. Physio reconnected the device's cable, designated w13, which had become disconnected at the user interface pcb. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had no power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.